Manufacturer narrative:
Device passed self test and displacement test. All buttons function properly. No damage noted to keypad assembly and connector on electrical board was locked properly during visual inspection. The following were noted during visual inspection: scratched case. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly. The customer stated that the numbers were not ramping or the scroll bar was not moving up or down with no input from the user as or up down button may be stuck. Customer stated that back button and the center button were unresponsive and check status screen, main menu, up or down arrows buttons were not responding. No harm requiring medical intervention was reported. The device will be returned for analysis